Event description:
The customer received blood glucose readings of 321 and 298mg/dl on the contour, retested on a different meter and the readings were 131 and 147mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips and a new meter were sent to the customer